Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device upgrade procedure the physician encountered placement difficulty with the left ventricular (lv) lead. The lead was very unstable in the vessel so the physician chose to remove and replace the lead with a different model lead. No patient complications have been reported as a result of this event.